Event description:
The caregiver (cg) stated the supply bag was not connected tight and had a leak. The technical service representative (tsr) explained the air alarm to the cg. The tsr then assisted the cg to end treatment and disconnect the patient. The cg confirmed the patient would do a manual bag and call the nurse regarding the air alarm. On (B)(6) 2010 the person in charge of outreach support advised that the patient had contacted the unit for advice on how to manage his therapy following this episode. The patient was given directions over the phone on how to conduct therapy that evening. The patient was well managed and has suffered no ill effects or consequences associated with this event.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3 of 3. The hp stated that she was connected at the time of the alarm and had not disconnected prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) assisted the hp to clear the alarm and advised se 2240 indicates a large amount of air has entered setup. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available. Should additional information become available, a follow up MDR will be sent.